Event description:
Related manufacturer reference number: (B)(4). It was reported the patient presented for a leadless device implant. During preparation soon after the leadless pacemaker was attached to the delivery catheter, the device fell off. When the delivery catheter was checked, it was observed one of the tether bullets was detached. The device was attempted to be placed on the catheter again but failed to connect at all. The catheter and device were exchanged without issue. The patient was stable.

Manufacturer narrative:
The report events of device came off and one of the bullets was detached from the tip of the tether were confirmed. As received, a complete catheter was returned in one piece. Visual inspection found one of the tethers was broken and the bullet was missing. Further analysis verified the broken tether was fractured. The cause of the reported events was due to fractured tether consistent with overload tension.

Manufacturer narrative:
H6: premature separation code removed.